Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tried to pull out the first screw manually at the time of operation of the navel clippers nail, the tip of the driver broke. Finished the procedure with a substitute driver. The broken tip was removed out of patient body.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Tried to pull out the first screw manually at the time of operation of the navel clippers nail, the tip of the driver broke. Finished the procedure with a substitute driver. The broken tip was removed out of patient body.